Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not working as the atrial fibrillation (af) was not diagnosed as it should have been. It was further reported the icm detected pause episodes with undersensing and oversensing. The icm remains in use. No patient complications have been reported as a result of this event.